Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the femoral. The 70% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The ejection fraction was 65%. The lesion was pre-dilated and a 4.00x12mm promus premier¿ drug-eluting stent was deployed in the target lesion. Approximately 15 seconds post-deployment and prior to post-dilation, it was noted that the stent was fractured. Another 4.00x12mm promus premier¿ drug-eluting stent was deployed to treat the fractured stent. The procedure was completed without any issues and it was noted that blood flow was not affected. There were no patient complications and the patient status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).